Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted. This report is related to linked patient identifier (B)(6).

Event description:
It was reported, the water and air filter was not replaced on schedule. The issue was observed during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the user did not read the instruction manual carefully and made a mistake in managing the water filter replacement, resulting in the user using the water filter even after the replacement deadline. Such events can be detected and prevented according to the following instructions for use: "chapter 8 replacement of consumable items 8.4 replacing the water filter (maj-824 or maj-2318) to prevent contamination of the rinse water, the water filter should be replaced every month when the prefilter is not used or every six months when the prefilter is used. Warning ·replace the water filter at least every month when the prefilter is not used or every six months when the prefilter is used. If the water filter is not replaced regularly, the performance of the water filter drops, and insufficient elimination of microorganisms in the water may cause contamination of the reprocessor piping. As a result, the reprocessing of endoscopes will be insufficient." Olympus will continue to monitor field performance for this device.